Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient encountered bent cannula which led to no delivery alarms within 2 or 3 days of usage of infusion set. The site's location was thigh buttocks. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.